Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. At this time, it is unconfirmed what pump the patient was using during the time of concern. The pump's serial # was not provided/documented. Reporting this complaint against the one touch ping (otp) pump since the patient's asset history lists only otp's.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump was rebooting and the battery cap was "showing some wear and tear." The patient claimed that the pump would reboot when he would "bump it onto something." While speaking to the animas representative involved in this contact, the pump rebooted when he flipped the device over to read the serial number. The battery cap had easily dislodged. During the time of concern, the patient indicated that in one instance, he woke up "once" and noticed that the battery cap had come off. He also alleged that his blood glucose (bg) levels were in the "500 mg/dl." He denied having symptoms of hyperglycemia. He did not report having ketones. The patient reportedly reconnected the cap and bolused with the pump. He denied receiving medical intervention. The patient denied that the pump¿s casing had any structural problems. The patient was advised to come off of the pump and order a new battery cap. He mentioned having a backup plan for insulin delivery. Based on the information provided, this complaint is being reported. The patient claimed that the battery cap was worn, the pump was rebooting, and in one instance he developed an elevated bg level suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error due to the following conclusion: the alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is not known when the patient first noticed the alleged battery cap issue and when he suffered his reported injury.